Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was foggy and also had scratches on it which was hard for customer to read screen. The customer blood glucose level was unknown. It was also reported that button were little hard to push and also received no delivery alarms. It was stated that pieces of plastic chipped off while changing reservoir. The insulin pump will not be returned for analysis.